Event description:
Procedure type: unknown. According to the reporter: once the device was inserted and then removed, air leakage occurred. There is slit on seal. There was no report of pieces falling into the cavity or impacting the patient. The operating time and incision were not extended as a result. A new instrument was used to complete the procedure. No patient info available. No patient injury was reported.

Manufacturer narrative:
(B)(4).